Manufacturer narrative:
Combination product: yes.

Event description:
Noise on the rv lead is first observable in recording dated june 23, 2025. During the in-office follow-up on (B)(6) 2025, the clinician confirmed that the noise is reproducible with isometric testing. Despite this, lead threshold, sensing, and impedance trends remain stable and within normal limits. The lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.